Event description:
Maude event report received (B)(4) 2011 for customer medwatch # (B)(4) reports the tooth of the grasper broke while the surgeon was grasping tissue. On (B)(6) 2011 customer reports via e-mail patient was not harmed but there was potential for harm. On (B)(6) 2011 customer e-mail reports the surgeon was "performing a lumbar laminectomy grasping hard tissue (i.e. Bone)", when the device broke. Piece of device was easily retrieved, x-ray taken indicated no device parts left in the patient.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.